Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient faced an issue with infusions set cannula was bent on first day of use. The infusion set was used for one day. The insertion site was lower back. The serter method was used for insertion. The patient was hospitalized for high blood glucose value of 500mg/dl for one day and treated with insulin pen. The ketone value was negative for the patient. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.